Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Since the complaint product lot number "453476" is "unknown" according to heraeus, a specific zimmer biomet surgical receiving inspection record and heraeus manufacturing record cannot be retrieved and reviewed for this issue. Also, since the lot number "453476" is "unknown", the sterile expiration and manufacturing dates are not known. Zimmer biomet followed up and discovered that there is no additional information to report regarding this claim. Product examination could not be performed since the product was not returned for evaluation. This complaint is unconfirmed. The root cause cannot be determined as per heraeus, the root cause of the reported event is "unknown, type of injury is unknown" with a "potential explanation" of "zimmer biomet followed up and discovered that there is no additional information to report regarding this claim." The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). Investigation into the event is in process. Once the investigation is completed, a supplemental medwatch will be filed accordingly. Device location unknown.

Event description:
It was reported that the patient¿s legal counsel reported patient underwent arthroplasty on (B)(6) 2016. Legal counsel further reports patient allegations of general injuries. No revision procedure has been reported to date. We have no additional information to report regarding this claim, nor do we have any information regarding what the allegations are towards the bone cement.